Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a sudden loss or change of therapy with the last couple of months. She was having a return of urinary symptoms and tried turning stimulation up on program 2 and 3, but it was still not helping. She did feel stimulation and there were no trauma or falls. She intended to make an appointment to have the device checked and would try the other two programs in the meantime. The healthcare provider (hcp) later reported that a urinalysis was done and patient was scheduled for (B)(6) 2016. The urinalysis did not indicate a need for culture. The patient cancelled the office visit and left on vacation. No intervention was performed. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.